Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) is not released normally after pressing the button, blocking failure. There was no reported patient injury. Blocker retracts until the indicator window turns black and black. A non-cordis device was used. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) is not released normally after pressing the button, the plug is found fully inside of the shaft, blocking failure. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Blocker retracts until the indicator window turns black and black. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, and it was found fully inside the shaft. The indicator wire was still visible when the device was removed. A non-cordis device was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach used. The physician had achieved certification on the use of exoseal vcd. The patient does not have a history of infectious diseases. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted; the device is blood saturated. Additionally, the delivery shaft has one (1) kinked/bent section, located approximately 5.0 cm from the distal tip. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No other anomalies were observed during the analysis. Dimensional analysis was conducted to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft. Measurements of the od and ID were taken near the kinked/bent section of the delivery shaft. The results of the dimensional analysis were found to be within specification for both the ID and od. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information available for review and the product analysis, the reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed. A kink was observed on the delivery shaft. Functional testing was not possible due to the fully deployed state of the device, which does not match the event reported. The plug was not returned. Dimensional analysis confirmed that both the outer diameter (od) and inner diameter (ID) of the delivery shaft, taken near the kinked section, met the required specifications. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.